Event description:
Knutson, k. Et al. The journal of bone and joint surgery.vol. 68-b, no. 5, november 1986 information was received based on review of a journal article entitled, "survival of knee arthroplasties. A nation-wide multicentre investigation of 8000 cases" which assessed the survivability of knee arthroplasties. The study was conducted over a period of eight (8) years (october 1975 to 1983) and involved eight-thousand (8000) arthroplasties. The authors of the study conclude that optimal knee arthroplasty methods, using three-compartment prostheses for rheumatoid arthritis and single compartment prostheses for focal medial osteoarthritis, can be calculated to produce comparable results, with a predicted 20-year cumulative survival rate of 71%.

Manufacturer narrative:
(B)(6). This supplemental report is being submitted to address only one event of the article. The following fields have been updated with additional/ updated information. The following sections were updated: event or problem, brand name, catalog and lot number, patient and device codes, report source, device evaluated by manufacturer, manufacturer narrative. The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article entitled, "survival of knee arthroplasties. A nation-wide multicentre investigation of 8000 cases" there are multiple events reported in the article. This report addresses the unidentified patients who underwent revision due to unknown reasons. There has been no further information provided and the patients outcome is unknown.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by knutson k, et al in j bone joint surg br. 1986 nov;68(5):795-803. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.